Event description:
It was reported to philips healthcare that the heartstart mrx freezes at opcheck intermittently and continued after the customer, biomed, installed the software update. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.